Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock lead impedance measurement of 125 ohms. Technical services (ts) recommended to continue to monitor the patient, however the patient would need to be seen in clinic to allow for any future alerts to be seen. This lead remains in service. No adverse patient effects were reported.